Event description:
Health professional reported a left side "leaking" of a silicone implant. The device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr/psr (B)(4) on 26mar2014. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.